Event description:
This procedure is part of (B)(6):a tia was reported. The patient developed a case of hemiparalysis in pacu in post-op. A head CT was found normal and patient recovered movement 1 hour after onset. Reported as related to procedure.please reference MDR 2183870-2013-00186 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.